Manufacturer narrative:
Battery pack. Medtronic evaluated the battery pak and observed that the battery pak circuit board would draw an excessive current which resulted in depletion of the battery.

Event description:
During new product training, the device was reported to not power up. The battery was replaced and proper device operation was observed.